Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtwb8, (implant, tsv, 4.7mmd, 8mml, fully textured, microgrooves) for evaluation. Visual evaluation was performed. Implants shows signs of wear/use. There is bone tissue on external threads. Abutment attached to implant was cut during removal process and that cut extends to the implant's collar. Unable to identify any external implant fracture and unable to remove abutment for internal assessment. DHR review was completed for the subject lot number 1250923. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1250923 for similar events and one other complaint was identified (B)(4). Review completed utilizing keywords: ¿dental : functional : fracture : implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction could not be verified. Abutment attached to implant was cut during removal process and that cut extends to the implant's collar. Unable to identify any external implant fracture and unable to remove abutment for internal assessment. The reported event in non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.

Event description:
It was reported that implant fractured, tooth number 3. Discovered after crown was placed.